Event description:
Surgeon reported that pt had biograft implanted, 2 days post-op pt "rejected the biograft" and it was explanted. No info was given by surgeon for pt identifications, date of implant, explant status, other interventions, or pt status.